Event description:
Event description guidant received information that this pacemaker had a loss of capture and oversensing noted on a surface electrocardiogram. Upon interrogation it was found that the threshold measurements were high. The field representative lowered the sensitivity and increased the ventricular output. Upon further investigation it was discovered that the patient had endocarditis and sepsis, as a result of having dental work done without preventitive antiobiotics and an artificial heart valve.